Event description:
Hospital personnel were attending to a pt, condition unk. The reporter stated the device charged and discharged once successfully, however on the second attempt the device allegedly would not charge. Power to the unit was cycled and the device was reported to function properly for the remainder of the event. There were no adverse effects to the pt reported as a result of the alleged malfunction.